Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery insulin . The customer's blood glucose was 428 mg/dl at the time of incident. Customer declined to troubleshoot for bent cannula. Customer declined to troubleshoot for high blood glucose . The reservoir will not be returned for analysis.